Event description:
The customer reported that the system was not saving cine run images. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor, cine bridge, cine bridge backplane and cine hard drive were replaced. The system was then found to be operating as intended.